Event description:
During an unknown davinci procedure the harmonic shear broke in half wile being used by the surgeon in the patient's abdomen. The detached piece of equipment was found and removed from the patient. An x-ray was performed to ensure no pieces remained and the x-ray was clear. There were no adverse consequences reported. Unknown if device is available for return.

Manufacturer narrative:
(B)(4). Batch # unk. Maude report # (B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.